Event description:
Dome did not form properly. No details available-the dr had the event occur in the past and couldn't provide specific details. He was able to assure that no pt injury or add'l medical intervention was necessary.